Event description:
It was reported that the ilet did not charge as expected, requiring the user to manipulate the device on the charger to initiate charging, which limited use of the ilet and coincided with hyperglycemia up to 400 mg/dl for about two hours; a replacement charger was provided for troubleshooting. Symptoms included hyperglycemia without reported ketosis or acute complications. Outcomes included temporary interruption of automated insulin delivery with no medical interventions or hospitalization. Investigation included customer interview and troubleshooting with replacement of the suspected faulty charger. Investigation of this case revealed a reported charging failure consistent with a charger or charging interface malfunction. It was concluded that the event involved device charging dysfunction associated with hyperglycemia without serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance